Manufacturer narrative:
Device evaluation: one sample was returned for investigation under pr 14767797. The set was primed and a leak was observed coming from the top of smartsite just below the back check valve. Visual inspection showed a hole on the top of the piston. The customer confirmed that they did not use a needled syringe. The customer complaint was verified however, the root cause is unknown since it is unknown when during the use of the product the issue was observed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: the sample received had a different failure than the one the customer reported. During investigation, the set was primed and a leak was observed coming from the top of smartsite just below the back check valve. Visual inspection showed a hole on the top of the piston.